Manufacturer narrative:
As received, a partial lead, proximal portion, was returned in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, high ventricular rate episodes due to noise resulting in oversensing were noted on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was reproduced. A revision procedure was performed which revealed insulation damage on the rv lead. The proximal portion of the rv lead was explanted, the distal portion of the rv lead was capped, and the lead was replaced to resolve the event. The patient was stable with no consequences.